Manufacturer narrative:
(B)(6). (B)(4). Investigation results: the returned lighttrail reusable 230um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece was approximately measured 66cm. The second piece was approximately measured 235cm. The exposed glass tip was not returned. Examination under magnification observed the fiber to be fractured and the exposed glass tip detached/separated. Light from the sma connector was bright and round. When connected to the laser console, the following message was displayed applicator has been used 0 times, indicating the fiber was identified by the console but had yet to be fired. No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed no defects with the fiber connector. The fiber connector was in-tact and was able to successfully connect to the console. The console was able to identify the fiber and indicated the fiber had not been fired. Additionally, the fiber body was fractured, and the exposed glass tip was fractured and detached/separated. Although the reported complaint of damage to the fiber connector was not confirmed, the fiber was body was observed fractured and the exposed glass tip was detached/separated. It was likely that procedural handling of the fiber during set up contributed to the observed defects. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 230um laser fiber was opened for use for a retrograde intrarenal surgery (rirs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga laser console. According to the complainant, during preparation, the connector of the laser fiber was not intact and the laser fiber was unable to be physically attached to the laser unit. The procedure was completed with another lighttrail reusable 230um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber tip detached.